Event description:
It was reported that during device change out for normal elective replacement indicator (eri), the lead had no capture and high impedance in both unipolar and bipolar configurations. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).